Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level below 40 mg/dl. Suspected cause was due to needing a settings adjustment. Reportedly, the customer lost consciousness and could not recall the treatment they received. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. The customer was released from the hospital on (B)(6) 2025 with issue resolved and no permanent damage.